Manufacturer narrative:
Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged develop an issue with the nose. And required surgery in response to the reported event. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that unknown dark dust contaminant on the top enclosure, front panel, and rear panel. An unknown dust contaminant and hair-like particle were observed on the bottom enclosure. An unknown dust contaminant was observed on the blower, inside the blower, on the blower seal, on the blower box, and inside the blower box at the air inlet. A keratin-like substance was observed on the blower box outlet. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and unable to address the reported complaints. The manufacturer observed dust contamination in the device and are consistent with being from an external source. Section h6 type of investigation, investigation findings and investigation conclusions has been updated.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop an issue with their nose. The patient required surgery in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.